Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Intracranial hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. Device was discarded after use.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max). During the procedure, a stenosis in the left distal internal carotid artery did not allow passage of a penumbra system 5max reperfusion catheter (5max) so the surgeon decided to use a 3max and another manufacturer's device. There were no procedural complications or vessel injuries reported. However, the 24-hour magnetic resonance imaging (MRI) showed evidence of a subarachnoid hemorrhage (sah). On post-operative day 6, the patient was discharged to an outpatient rehabilitation facility. The committee reviewed and adjudicated the sah to be a serious adverse event, possibly related to the penumbra system, probably related to the angiographic procedure, possibly related to the intravenous tissue plasminogen activator (ivtpa) and unrelated to the index stroke.